Manufacturer narrative:
Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Event description:
Medtronic received information that as preventive maintenance was being performed by the facility biomed, the bio cal instrument inappropriately displayed a level sensor alarm when there was liquid in the reservoir. There was no patient involvement in the event. The product was repaired and tested by the customer and was not returned for analysis. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.